Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026, which is off-label usage of the device. On (B)(6) 2026, it was reported that the patient reported a potential cgm inaccuracy issue following recent sensor insertion on the abdomen. At approximately 11:00 am, the cgm displayed a reading of 135 mg/dl, while a fingerstick bg measured 34 mg/dl. The patient reported repeating the fingerstick bg, which measured 38 mg/dl, with minimal change noted in cgm readings. The patient stated that he cleaned the insertion site and attempted multiple calibrations; however, calibration attempts were unsuccessful and resulted in ¿jumpy¿ or fluctuating cgm readings. The patient reported experiencing symptoms consistent with "being low", though specific symptoms were not further verified. The patient also reported that treatment was administered; however, details regarding the treatment were not obtained. Additional concerns were raised regarding mobile application performance issues, including repeated login requirements and lack of notification alerts. It was noted that the patient was connected to a tandem t:slim x2 insulin pump with control-iq integration at the time of the event. The patient¿s condition at the time of reporting is unknown. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.